Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Longevity calculations showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Testing was performed on the ICD and the ICD was found to be normal.

Event description:
Upon interrogation with a programmer, a longevity discrepancy was found in relation to the previous interrogation. Related MFR number: 2017865-2017-34292

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the physician suspected premature battery depletion of the ICD. The device was explanted and replaced. The patient is in good condition following the procedure.